Event description:
It was reported that the patient presented for follow up with a left ventricular lead that exhibited failure to capture due to lead dislodgement. The lead was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned in one piece. The lead was measured to be within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.